Event description:
It was reported that during pre-testing,a doctor noted an incomplete deflation of the tracheal cuff. Additional information has been requested but not provided. No patient involvement was reported. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). The device was returned, failure investigation was conducted, and the customer complaint was not verified. The information has been added to the database for trending purposes and trends will continue to be monitored.